Event description:
It was reported that the unspecific bd syringe with eclipse needle safety mechanism was difficult to engage. The following information was provided by the initial reporter: clinician experienced: the cap works very poorly - when you close it, you constantly run the risk of poking yourself with the needle under the cap, so it's very unsafe -the cap is really terrible. Difficult to handle, often in the way when doing injections, and the lock is bad. It often needs to be ripped off in order to be used at all

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecific bd syringe with eclipse needle safety mechanism was difficult to engage. The following information was provided by the initial reporter: clinician experienced: the cap works very poorly when you close it, you constantly run the risk of poking yourself with the needle under the cap, so it's very unsafe the cap is really terrible. Difficult to handle, often in the way when doing injections, and the lock is bad. It often needs to be ripped off in order to be used at all

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.